Event description:
Report received from an abbott int'l affiliate of an overdelivery during routine testing. It was reported that during testing at the user facility biomedical engineering dept, the device "failed the volume accuracy test". Although requested, no add'l info was available.